Event description:
It was reported that during a follow up visit, this pacemaker system was interrogated and the right ventricular (rv) lead that was recently implanted in the left bundle branch (lbb) position was observed to exhibit noisy signals, a drop in pacing impedances, a drop in amplitude measurements and possible loss of capture (loc). The physician suspected cause to be due to oversensing caused by electromagnetic interference (emi) or possible setscrew or lead dislodgement issue. Technical services (ts) was contacted for further review of the presenting electrogram (egm). Upon review, ts confirmed the rv lead pacing impedances dropped from 799 ohms to about 300 ohms but were within normal limits (wnl) and the drop in r wave amplitude measurements. Ts observed oversensing on the rv channel, however, was unable to confirm threshold capture. Ts recommended for xray images to be taken. Subsequently, a later follow up visit was reported where further pacemaker and lead evaluation was completed. Isometrics and pocket manipulations were performed; however, the noise was not able to be replicated. Fluoroscopy images were taken that confirmed no issues with the setscrew and the rv lead was confirmed to have not dislodged. The oversensing noise was still observed however, the physician was unable to confirm the cause was due to emi. The physician reprogrammed the lead to unipolar pacing and bipolar sensing configurations which resolved the drop in impedances and low amplitudes and threshold capture was confirmed. The physician will continue to monitor the patient at this time. The pacemaker and rv lead remain in service. No additional adverse patient effects were reported.